Event description:
It was reported that the stent damage occurred. During preparation of a 24x4.00 promus premier drug-eluting stent, it was noted that the stent struts were lifted and the device could not be delivered. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus premier ous mr 4.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the 1st proximal stent strut row with stent struts lifted and pulled distally. The undamaged stent outer diameter was measured and within maximum crimped stent profile measurement. Stent damage most likely occurred during preparation when the stent protector was removed. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the stent. Tip damage most likely occurred due to device handling during preparation. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage most likely occurred during handling of the device during preparation and/or prior to shipping for return. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that the stent damage occurred. During preparation of a 24x4.00 promus premier drug-eluting stent, it was noted that the stent struts were lifted and the device could not be delivered. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.